Event description:
An ophthalmic surgeon reported a dull knife was observed when making a side port on a pt's eye. Surgery was completed using the same knife and no pt harm was reported.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 50x minimum magnification and found to have a damaged tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause is unknown. (B)(4).